Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Can't get tampons out - vagina [foreign body in reproductive tract]. Tried getting 2 tampons into her at the same time [wrong technique in product usage process]. Case narrative: relative reported that consumer attempted to insert two tampons at the same time and is unable to remove them. No serious injury was reported.